Event description:
It was reported that a patient underwent a sacrocolpopexy in 2010 to treat incontinence and a cystocele and mesh was implanted. In 2014, the patient experienced vaginal bleeding for approximately 6 months. Upon exam on (B)(6) 2014, mesh was noted at the top of the vagina and bleeding occurred when touched. The patient underwent another procedure on (B)(6) 2014 and a 1 x 1 cm mesh erosion was noted. The surgeon removed 2 x 1 cm of mesh from the anterior and posterior vaginal wall. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.